Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine device change out procedure. When the right ventricular (rv) lead was attached to a new device, low, out of range, pacing lead impedance, loss of capture and loss of sensing were observed. Lead insulation anomaly was also noted. The lead was capped and replaced on (B)(6) 2020. The patient tolerated the procedure well and was stable.